Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. During system test, the erbe upon activation displayed error c-34. Upon visual inspection, the erbe showed to be in good condition.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer called during an ongoing procedure to report that the generator stopped working. Prior to calling, the customer swapped to a third-party generator (force triad) to continue. The technical support engineer (tse) checked the system logs, found error c-34 and informed the customer that a replacement of the generator is needed. The procedure was completed as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the generator stopped working during ongoing procedure. Ports were placed before the issue was identified. System functionality was checked when the system was powered on and powered on without errors. The issue occurred 15 minutes into the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.